Event description:
Pt's pic line broke at hub and line was retrieved by radiologist from the pulmonary artery via the femoral artery. The catheter had been used last on 3/14/94. Pt states no leaking or problem. Pt also states, when asked if the line might have caught on something, "I don't know, it might have." Pt was unaware that the catheter was broken and missing, and the problem was only discovered upon assessment by this rn in the physician's office. The physician was called in and pt was immediately sent to radiology.